Manufacturer narrative:
Updated data: h10: conclusion: the subject devices were not returned, and as such no analysis could be performed. No procedural images were provided for review. Difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was reported that there was difficulty passing through the first valve which had dislodged. This indicates the probable cause of the advancement issues was the difficult anatomical environment. However, without procedural images and limited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated sections: all manufacturers: section g patient code: section h.6 conclusion: potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during pos itioning, calcification levels and compliance of the native anatomy, and user technique. Dislodge events are typically not related to a device malfunction. Central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the valve dislodged above the annulus out of the appropriate position which resulted in wide open central regurgitation. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As neither an autopsy nor an explant information was provided, a conclusive assessment of the relationship between the event and the device could not be reached. However, it was reported that the wide-open aortic insufficiency and the inability to place the second valve resulted in the patient¿s death. Per the physician, the patient's elliptical annulus anatomy and aortic root angle along with the radial force of the valve contributed to the valve dislodgment. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed to 80% and evaluated using transthoracic echocardiogram angiography. No paravalvular leak (pvl) was noted and the valve depth was appropriate. Upon release, the valve dislodged above the annulus out of the appropriate position which resulted in wide open central regurgitation. Per the physician, the patient's elliptical annulus anatomy and aortic root angle along with the radial force of the valve contributed to the valve dislodgment. Although the patient was supported with anesthesia and other medications, the patient¿s blood pressure decreased dramatically. A second valve and delivery catheter system were introduced into the patient. Multiple techniques and manipulations were attempted to pass through the first valve; however, the attempts were unsuccessful and the second valve was not deployed. After several minutes the patient passed away. It was reported the wide open ai and inability to place the second valve resulted in the patient¿s death.